Event description:
It was additionally reported that the patient had no symptoms or treatment for aaa. Aaa existed prior to left ventricular assist device (lvad) implant. However, it was unknown if lvad or lvad therapy contributed to aaa.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aneurysm could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas,(B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an abdominal aortic aneurysm (aaa). An abdominal ultrasound was ordered to assess aaa on (B)(6) 2024. The patient was seen by vascular surgery on (B)(6) 2025. Aaa studies completed which measured 5.2 cm. This was stable from previous imaging on (B)(6) 2024. Risk factor modification and surveillance were recommended. The patient was encouraged to quit smoking but was reluctant.